Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited 25 noise reversions. Programming changes were performed. Further information was requested however, was not provided.

Event description:
New information notes that the patient has not been seen in clinic and that no intervention has been performed.